Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac tamponade occurred. The procedure was cancelled. During a cryoablation procedure to treat atrial fibrillation (a fib), an nrg transseptal needle was selected for transeptal puncture. The patient anatomy was difficult and had the inferior vena cava connected to the right atrium from the right side than usual. The transseptal puncture was performed without any issues. There was no issues noted during the transseptal puncture. A polarsheath, polarx balloon, polarmap catheter were also used during the procedure. The patient's blood pressure decreased, and cardiac tamponade was diagnosed. Cardiac tamponade occurred just after transseptal puncture before sheath entered the left atrium and ablation was conducted. Pericardial drainage was performed, and the procedure was cancelled. The patient has been discharged from the hospital. The device has been returned for analysis.

Manufacturer narrative:
The polarsheath was visually inspected for any damage that would have led to the issue seen in the field. A tear was observed which would allow leaks. The puncture was seen in the right quadrant of the valve with the luer at the 6:00 position. 3-way stop cock was returned attached to device. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. However, the sheath valve was visibly damaged upon return, which could have caused a leak issue in the field. A tear in the hemostatic valve was observed. This tear is believed to have been caused by an off-center puncture away from the valve slits. Cardiac tamponade, absence of treatment, and unexpected medical intervention are all known events outlined in polarsheath IFU.

Event description:
It was reported a cardiac tamponade occurred. The procedure was cancelled. During a cryoablation procedure to treat atrial fibrillation (a fib), an nrg transseptal needle was selected for transeptal puncture. The patient anatomy was difficult and had the inferior vena cava connected to the right atrium from the right side than usual. The transseptal puncture was performed without any issues. There was no issues noted during the transseptal puncture. A polarsheath, polarx balloon, polarmap catheter were also used during the procedure. The patient's blood pressure decreased, and cardiac tamponade was diagnosed. Cardiac tamponade occurred just after transseptal puncture before sheath entered the left atrium and ablation was conducted. Pericardial drainage was performed, and the procedure was cancelled. The patient has been discharged from the hospital. The device has been returned for analysis.